Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ effect of aortic thrombus on outcomes following repair of juxtarenal aneurysms using physician modified endografts¿ nelson c, anderson g, larimore a, dansey kd, starnes bw, zettervall sl. European journal of vascular endovascular surgery (2025) 69, 568e575 doi: 10.1016/j.ejvs.2024.10.035. A.2 <(>&<)> a.3a average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿effect of aortic thrombus on outcomes following repair of juxtarenal aneurysms using physician modified endografts¿ the time frame of this study was over a twelve year period. Endurant ii and non mdt stent grafts were physician modified and implanted in the endovascular treatment of juxtarenal abdominal aortic aneurysms. Among the patient population the following malfunctions occurred: ia endoleak, type ib endoleak, type iii endoleak , migration no further information was provided pertaining to medtronic products.